Event description:
A report was received that the patient was experiencing pain at the pocket site. The pocket site looked swollen and there was blood coming from the pocket. The physician prescribed lidodem patches for the patient, however the patient is still experiencing pain. The physician does not suspect infection. The physician will continue to monitor the patient. No further action will be taken at this time.